Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in a recurrent peritonitis event. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent and intense abdominal pain. The patient was treated with ampicillin (intraperitoneally 1 gram as loading dose followed by 250 milligrams four times a day in subsequent days), gentamicin (80 milligrams per day, route not reported) and fluconazole (50 milligrams per one day, orally) for the event. It was reported that the patient was hospitalized three days after the onset of the event. On the same day as hospitalization, gentamicin therapy was discontinued and the patient was switched to fluconazole (intravenously, dose and frequency not specified). Four days after hospitalization, treatment with ampicillin was discontinued, the patient¿s pd catheter was removed, and pd therapy was suspended. At time of this report, the patient was recovering from the peritonitis event. Additional information was requested but is not available.